Manufacturer narrative:
Pending device return. Investigation on going. Pending device return.

Event description:
As reported by the field clinical specialist, upon pushing the 29mm sapien 3 valve on the 29mm commander delivery system through the proximal tip of 16fr esheath, the team encountered a more resistance than normal. Upon taking esheath out of the left femoral artery noticed tip of esheath was "almost completely torn off and hanging by very thin plastic". There was no reported injury to the patient. All pieces were accounted for. No resistance was noted during insertion of the sheath in the patient. Regarding the resistance when pushing the ds through the sheath, the resistance was felt at the tip. The sheath was not torqued during the procedure. Regarding the tear, it was "jagged" with "only a thin piece of plastic still attaching tip to sheath body".

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The returned device was visually inspected. A kink found about 6" from the comnut likely due to packaging. The distal tip was torn radially along the distal edge of liner, all score lines are present. Scratches found on the hdpe about 4" in length. Due to condition of the returned device (distal tip torn), no applicable functional testing was able to be performed. As the delivery system was not returned, the dimensional measurement for the delivery system flex tip outer diameter (od), which is the largest component passing through the sheath, was not able to be performed. Access was taken from left side transfemoral. 3mensio was provided. Calcification found at the aortic bifurcation and mild tortuosity present in access vessel. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the related complaint codes. Although the complaints for distal tip torn and difficulty advancing through sheath were confirmed, a complaint history is not required, as the issue has been previously identified in a pra and CAPA, which captures root cause analysis for the issue. Sheath distal tip tears resulting from improper tip expansion and interference between the valve and sheath tip during advancement of the delivery system has previously been documented in a product risk assessment (pra). Manufacturing mitigations/controls relevant to the issue (e.g., visual and dimensional inspections to the sheath shaft components and esheath final assemblies, visual inspection, and product verification testing on finished devices) are captured in the pra. Content was reviewed and these mitigations remain applicable to the manufacturing of the complaint device. In addition, review of the related work order confirmed that the device lot passed. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The esheath plus IFU, commander IFU, prep manual for the s3 with edwards commander and esheath plus, and procedural manual - s3 with edwards commander and esheath plus were reviewed. Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for distal tip torn and resistance between system components were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''upon pushing the 29mm sapien 3 valve on the 29mm commander delivery system through the proximal tip of 16fr esheath, the team encountered a more resistance than normal. Upon taking esheath out of the lt fem artery noticed tip of esheath was "almost completely torn off and hanging by very thin plastic". Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in the pra. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of access vessel calcification near the aortic bifurcation and tortuosity. The tortuosity however, is not found in the aortic bifurcation so cannot be a factor to the reported event since the tear and reported resistance are within that region. Per the training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. Calcification can reduce the vessel luminal diameter creating a constrained effect on the sheath preventing the sheath distal tip from optimal opening, increasing resistance during advancement, and leading to the observed distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. A pra was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. The risks outlined in the pra remain the same; the pra documents the potential for ''difficult or unable to introduce delivery system/loader and advance through sheath, prolonging procedure'' which did occur during this event. The re-escalation threshold for this issue was not exceeded as trending analysis indicates complaint rates remain within the monthly control limit for november 2022. As the complaint did not exceed the pra re-escalation threshold, no further action is required. A CAPA was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. The CAPA is closed. Corrective action was implemented. While the sheath from this complaint event was manufactured after the corrective action, the complaint occurrence rate did not exceed the control limit. In addition, there was no confirmed manufacturing nonconformance identified during evaluation. Therefore, no further escalation is needed at this time. Complaint trending will continue to be monitored on monthly basis.